Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia above 400 mg/dl for approximately 90 minutes despite replacing the infusion set; no glucometer confirmation was available and no infusion site leakage or bent cannula was reported. Symptoms included no reported clinical symptoms. Outcomes included user education and troubleshooting, with instructions to change the infusion set again if glucose did not decline. Investigation included assessment through customer troubleshooting and education regarding infusion set replacement. Investigation of this case revealed an unconfirmed cause of hyperglycemia without evidence of a device malfunction or component failure based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.